Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass, cracked case at display window corners and minor scratches on lcd window.

Event description:
Customer reported that the insulin pump is not responding to his commands and the screen is cracked and partially blacked out. Customer reported that the damage to the insulin pump was caused by the customer tripping and falling. Customer's current blood glucose reading is 165 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.